Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found that the device failed to charge and could not maintain pressure, establishing a relationship between the device and the reported event. The root cause identified as a defective dc inlet port and a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that therapy works in the beginning but stops working after a while, pump does not deliver any vacuum and does not emit any alarm not even when costumer provokes leaks and other things. There was a delay greater that 30 minutes, procedure was completed with a smith and nephew backup device and no harm or injury reported.